Event description:
It was reported that the right ventricular (rv) lead was exhibiting short interval counts (sic), noise, high thresholds, loss of capture and a sudden rise in impedance. The patient had presented after an alert was triggered. Detections were disabled and the lead remains in use. It was further reported that the left ventricular (lv) lead, which had been implanted after the use-by-date, exhibited a slightly high threshold. The lv lead also remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the rv lead was explanted and replaced. Post-operative non-capture was observed on the lv lead. There was no intervention and the lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947 implantable tachy lead, (B)(6) 2008; 5568 implantable pacing lead, (B)(6) 2008. (B)(4).